Event description:
It was reported that on 1/10 the actual drug level was 15.2 ml at refill, while the programmed drug amount was 6.4 ml, resulting in an abnormal variability rate of 75.9%. There was a catheter migration. The date of onset was noted as (B)(6) 2014. The catheter dislodgement (moved from th4 to th5-6) was observed and the drug could not be drawn from the catheter access port (cap). Catheter kinking was suspected. A catheter replacement was scheduled for (B)(6) 2014. The patient was hospitalized. The outcome was not recovered. It was related to the catheter. It was not related to the drug or programmer. It was unknown if it was related to the pump or procedure. The date of outcome was noted as ¿around (B)(6) 2012.¿ it was unclear what this outcome was referring to. The pump was delivering gabalon. Additional information reported that on (B)(6) 2014 there was a "contact that a pain of the legs will not go off." On (B)(6) 2014 the patient visited the hospital. Intravenous injection of horizon 5mg, gabaron 10mg was dosed. On (B)(6) 2014 the physician attempted to perform the contrast radiography of the catheter, but it was failed. The kink was observed with computed tomography (CT) scans. On (B)(6) 2014 the replacement of catheter was performed. On (B)(6) 2014 withdrawal symptom became in remission. The progress after an operation was well until the first refill. The kink is thought that it was occurred at the time from the first refill to the second refill and caused by the patient¿s body motion. The patient was ¿spending as usual,¿ and it is difficult to think that he took the ¿unusual positions.¿ there was "hope for the flexibility of catheter."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of catheter (s/n (B)(4)) found catheter body kink caused inner lumen to occlude. Also found catheter pin connector/collect was not fully locked in place.

Manufacturer narrative:
(B)(4).

Event description:
Further, the pain due to spasticity was noted prior to surgery; however, it was within the range of self-control. Also reported as thaqt although the ¿statistic¿ pain was observed prior to the operation, it was within a range controllable by continence. The "withdrawal symptoms" (presence of withdrawal symptoms) were confirmed during the process. Although the pain originated from spasticity and had been noticed before the operation, it was manageable by the patient.

Event description:
Additional information received reported there was a catheter constriction with a date of onset of (B)(6) 2014. The event was related to the catheter and unrelated to the pump and programmer. The patient was experiencing withdrawal symptoms. It was noted the patient was recovering ¿(B)(6) 2011,¿ but it was unclear what this outcome was referring to. A catheter x-ray was performed on (B)(6) 2014 and confirmed a broken catheter by computed tomography (CT). It was also reported there were no problems from implantation to initial refill. The catheter was probably broken sometime between the initial and second refills. It was suspected that this was caused by the patient¿s body movements. The patient lived normally and probably did not assume unnatural postures, so improvements were expected in the catheter¿s flexibility.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# 204630659, implanted: (B)(6) 2013, product type: catheter; product ID 8781, lot# n206630659, product type: catheter. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.